Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and no delivery alarm. Customer¿s blood glucose level was 438 mg/dl. Customer was unable to treat their high blood glucose and they did not have a backup plan. Troubleshooting for no delivery was performed. Customer changed out their infusion set and advised they would change out their infusion set later again. Customer advised insulin did exit and the cannula was not bent. Customer declined to troubleshoot for high blood glucose levels.